Event description:
The doctor reported that the abutment screw fractured after the patient returned to the dental office with the screw.

Manufacturer narrative:
The product has not been returned at this time. No lot or order number provided. Review of the product history did not indicate a manufacturing deviation that could cause this condition. No definitive root cause can be determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.